Event description:
According to the reporter, intra-operatively, the device was loaded normally. After entering the patient, the clip fell off, unable to clamp.

Manufacturer narrative:
Based on review of the file, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was loaded normally. After entering the patient, the clip fell off, unable to clamp.